Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device was destructively tested and the customer was provided a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turned off when the electrodes were attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   The customer also elaborated on the initially reported issue reporting, the abrupt shutdown occurred four times, at 5:47, 5:53, 7:08, and 7:10 on (B)(6) 2020.

Event description:
The customer contacted physio-control to report that their device turned off when the electrodes were attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned off when the electrodes were attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.